Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) went from 1.5 years longevity remaining to six months remaining in a span of eight months and then the day after, this device declared elective replacement indicator (eri). Boston scientific technical services (ts) discussed that this device went by charge time. Ts also stated that this device will have the 90-day eri to end of life (eol) window, but if therapy is needed, charge time will be more than 15 seconds. To date, this device remains in service. No adverse patient effects were reported.